Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that the device from one of their customers powered on by itself. During device evaluation, physio-control observed that the device had the ok icon in the readiness display and showed three bars for the battery charge (> 50% charge). It was confirmed that the device powered on by itself.  When the device powers on by itself, it can deplete the battery and the device might not be ready to use when needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was determined that the cause of the reported issue was due to a cable-mounted plug connector, designator p5, on the membrane switch panel having shorted from socket 3 to socket 6. This caused the device to power on repeatedly. A replacement device was provided to the customer under warranty.